Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. A wet fluidics management system cassette was visually inspected. When pulling the irrigation tubing gently, it was easily detached from the cassette. Visual inspection observed that no solvent was applied around the tubing that caused the tubing not to adhered on the wall of the irrigation port of the cassette. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the water leakage occurred at the base of the irrigation line, and air entered from leakage point when using ultrasound and irrigation/aspiration during intraocular lens implantation surgery. The surgery was completed after replacing the tube with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).